Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No additional information was provided by pharma to market pty ltd. Primevigilance did reach out to obtain more information with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings.

Event description:
It was reported that the patient experienced chest discomfort, hypotension, nausea, paraesthesia oral, rash, swelling face, and tachycardia. Per email: please find a copy of the daen report which contains one hit detected for "chlorhexidine in alcohol 70% (chlorhexidine gluconate)". This line listing report was extracted from the (B)(6) regulator's database (B)(6) on 01-mar-2021 as part of local literature surveillance activities. Regulatory authority reference number, date identified by sponsor (day 0), active substance, meddra reaction term. 513286, 01-mar-2021, chlorhexidine in alcohol 70%, (chlorhexidine gluconate) - suspected, chest discomfort, hypotension, nausea, paraesthesia oral, rash, swelling face, tachycardia.